Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of not powering up, however analysis did determine that the media bay door was damaged, the left keyboard hinge was broken and the stylus failed its calibration. All found defective parts were replaced and all other identified issues were resolved. The device passed its functional, electrical and systems tests.

Event description:
It was reported that the programmer did not power on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.